Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device was unable to duplicate reported slippage. Unrelated to the reported failure, it was found that the unit received had up and down movement in the rocker arm assembly, and the disk ratchet had come loose. The disk ratchet and keeper were replaced. Additionally, the unit was received with the infinity 80 pound torque knob and received without the mayfield 2 torque knob. However, it should be noted that the a3059 skull clamp should only be used with a3059 torque knob and not the infinity torque knob. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper use. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A surgeon claimed that the mayfield skull clamp (a3059) slipped as he tried to get it in place and to hold. The unit would not hold properly (they believe it was the locking mechanism), and they had to change back to the metal mayfield before starting the procedure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.